Manufacturer narrative:
The following information has been updated/corrected: h.6 investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach & dimension & the 2nd for bending during use on lot # 9280126. Unable to perform complaint lot history check for shield does not detach as intended & needle stick/clean for unknown lot number. Investigation summary: customer returned (19) 31gx8mm, 0.5ml bd insulin syringes from lot 9280126 (10 sealed, 9 loose). Consumer reported that needle shields are hard to remove. Needles come in different lengths and they bend during injection. All 19 returned syringes were examined, then tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number: sample 1; shield removal force (lbs): 4.17. Sample 2; 3.39. Sample 3; 5.15. Sample 4; 3.89. Sample 5; 5.22. Sample 6; 4.83. Sample 7; 3.74. Sample 8; 3.99. Sample 9; 4.20. Sample 10; 3.87. Sample 11; 4.32. Sample 12; 4.40. Sample 13; 4.55. Sample 14; 3.94. Sample 15; 3.29. Sample 16; 3.04. Sample 17; 4.08. Sample 18; 4.80. Sample 19; 4.45. All 19 syringes tested within specification. Next, all 19 syringes were tested for needle length, point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: sample 1 lube: good; cannula length point: good outer diameter (in.): 0.0103. Good sample 2 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 3 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 4 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 5 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 6 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 7 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 8 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 9 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 10 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 11 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 12 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 13 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 14 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 15 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 16 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 17 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 18 lube: good; cannula length point: good outer diameter (in.): 0.0103. Sample 19 lube: good; cannula length point: good outer diameter (in.): 0.0103. All 19 syringes tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9280126. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H.6. Method codes: 10, 3331 h.6. Result codes: 213 h.6. Conclusion codes: 4315

Event description:
It was reported that an unspecified number of bd insulin syringes with bd ultra-fine¿needles experienced insufficient cannula length/cannula too long. Product defect was noted during use. The following information was provided by the initial reporter: material no. 328290 batch no. 9280126. Verbatim: consumer reported #1 needle shields hard to remove from both lot # 9280126 and unknown consumer reported #2 they come in different needle lengths. Lot # 9280126 cosumer reported # 3 they bend when injecting - consumer using new needle everytime lot # 9280126 consumer reported #4 also on item # 328290 with unknown lot # hard to remove shield on one syringe he then used plyers and stabbed his hand with needle. No medical attention was received or needed. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9280126, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-07, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach & dimension & the 2nd for bending during use on lot # 9280126. Unable to perform complaint lot history check for shield does not detach as intended & needle stick/clean for unknown lot number. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9280126. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200852941] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd insulin syringes with bd ultra-fine¿needles experienced insufficient cannula length/cannula too long. Product defect was noted during use. The following information was provided by the initial reporter: material no. 328290 batch no. 9280126. Verbatim: consumer reported needle shields hard to remove from both lot # 9280126 and unknown. Consumer reported they come in different needle lengths. Lot # 9280126. Consumer reported they bend when injecting - consumer using new needle every time lot # 9280126. Consumer reported also on item # 328290 with unknown lot # hard to remove shield on one syringe he then used plyers and stabbed his hand with needle. No medical attention was received or needed. Date of event: unknown.